Manufacturer narrative:
Fa-q125-hf-1 cm3100 duplicated patient profile in hf cloud notice issued by abbott on (B)(6)2025. CAPA 139725 has been initiated to investigate this issue.

Event description:
An issue associated with cm3100 hospital system resulted in the duplication of a patient profile (patient (B)(6)) and a missing profile for another patient (patient (B)(6)) in merlin.net patient care network (pcn) heart failure portal. It was reported that a patient was hospitalized for acute kidney injury. The patient presented with shortness of breath and was treated with diuretics based on symptoms. The site registered nurse (rn) stated that not being able to appropriately view the patient's trends had affected their ability to provide the patient with the best possible care. The patient has since been discharged home. The issue is currently under investigation. (B)(4) was created for patient (B)(6).

Event description:
An issue associated with cm3100 hospital system resulted in the merging of two patients' profiles and a missing profile in merlin.net patient care network (pcn) heart failure portal. The issue is currently under investigation.

Manufacturer narrative:
CAPA 139725 has been initiated to investigate this issue.